Event description:
Difficulty aspirating from left arm port. The pt was complaining of pain near the port reservoir with infusion. Port catheter found to be fractured approx 3cm from the port reservoir. Catheter was removed.